Manufacturer narrative:
One photo was received by our quality team for evaluation. The photo was of the packaging; however, the reported incident could not be observed in the photo so the incident could not be verified. A device history record review for model mp1000-c lot number 19116567 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that maxplus positive pressure connector leaked. The following information was provided by the initial reporter: material #: mp1000- c batch #: 19116567 it was reported high pressure in maxplus needleless cap; difficulty attaching syringe which pops off while flushing. Clarification from a second customer (nurse2)-end-user email rcv'd (B)(6)2020: I do not have specific dates for when this has happened. However, whenever I am drawing blood from a port, when I removed the vacutainer there is blood on the end of the line, and sometimes it sprays. Also, sometimes the vacutainer gets forcibly ejected from the port when I am trying to draw blood, and can end up as much as a foot away from the patient. Clarification from customer (nurse1) - end-user email rcv'd (B)(6) 2020: this was a patient receiving blood who needed their port flushed with saline. I went to attach the saline flush to the blue cap as we normally do (also made sure it was completely screwed on tightly) and as I was flushing the saline syringe sprung off the blue cap and the cap had sprayed the saline (blood mixed in as well) everywhere. I jumped back because of how much it sprayed. The saline and blood that was mixed in got all over the table and the patient's clothing. If I hadn't jumped back then it would have gotten all over myself. This poses a risk to the safety of us caregivers as it can be a preventable exposure. I do not have any other specific dates, but this has happened multiple times where the cap sprays blood on patient's clothing. Also when blood is drawn with these caps in place the cap is extremely messy with the blood. I have to use gauze when attaching and detaching the vacutainer in order to draw blood safely as I fear it will spray back at me. Customer: we are getting more reports from the neag infusion room about problems with the maxplus needleless connector. This is a different issue than was reported several months ago. The nurses are reporting that they are experiencing high pressure within the cap making it hard to attach a syringe without great effort and when it is attached they have had multiple incidents of the syringe popping off while flushing with saline with potential for spraying blood and / or chemo.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxplus positive pressure connector leaked. The following information was provided by the initial reporter: material #: mp1000- c batch #: 19116567. It was reported high pressure in maxplus needleless cap; difficulty attaching syringe which pops off while flushing. Clarification from a second customer (nurse2)-end-user email rec'd (B)(6)2020: I do not have specific dates for when this has happened. However, whenever I am drawing blood from a port, when I removed the vacutainer there is blood on the end of the line, and sometimes it sprays. Also, sometimes the vacutainer gets forcibly ejected from the port when I am trying to draw blood, and can end up as much as a foot away from the patient. Clarification from customer (nurse1) - end-user email rec'd (B)(6) 2020: this was a patient receiving blood who needed their port flushed with saline. I went to attach the saline flush to the blue cap as we normally do (also made sure it was completely screwed on tightly) and as I was flushing the saline syringe sprung off the blue cap and the cap had sprayed the saline (blood mixed in as well) everywhere. I jumped back because of how much it sprayed. The saline and blood that was mixed in got all over the table and the patient's clothing. If I hadn't jumped back then it would have gotten all over myself. This poses a risk to the safety of us caregivers as it can be a preventable exposure. I do not have any other specific dates, but this has happened multiple times where the cap sprays blood on patient's clothing. Also when blood is drawn with these caps in place the cap is extremely messy with the blood. I have to use gauze when attaching and detaching the vacutainer in order to draw blood safely as I fear it will spray back at me. Customer: we are getting more reports from the neag infusion room about problems with the maxplus needleless connector. This is a different issue than was reported several months ago. The nurses are reporting that they are experiencing high pressure within the cap making it hard to attach a syringe without great effort and when it is attached they have had multiple incidents of the syringe popping off while flushing with saline with potential for spraying blood and / or chemo.